Manufacturer narrative:
E1: patient city: (B)(6) patient country: greece h11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in greece it was reported that patient faced two infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for two days. The patient replaced infusion sets and resumed insulin successfully. No further information available.